Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with a total of 3.3ml of harmonyca with lidocaine. A little over one month later, patient received a touch-up treatment bilaterally in the cheeks with a total of 0.7ml of harmonyca lidocaine. The patient was concomitantly treated with topical anesthesia and concomitantly takes rosuvastatin, janumet, and ozempic. Approximately five months after the touch-up injections the patient experienced non device related ¿left septic ureteral stone¿/"sepsis as result of left ureteral stone"/"urosepsis". The next day the patient was treated with codeine and the following day with cephalexin. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00864 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, harmonyca with lidocaine.

Manufacturer narrative:
Continued d.10. Concomitant therapy: ozempic clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "left septic ureteral stone, urosepsis, sepsis as result of left ureteral stone", deemed not device related is considered an unexpected adverse drug experience.